Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during follow-up of the recently implanted right ventricular lead, it was found to have dislodged. No patient symptoms were reported. The lead was successfully revised on (B)(6) 2015. The patient was noted to be in good condition following the procedure.